Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was asked the root cause of the por and patient said that the battery was out. Patient was also asked the actions and interventions taken to resolve the por and patient answered that has had a new implant since then. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that theynoticed a por-power on reset on their patient programmer today when they wanted to increase amplitude because she hasn't been feeling stimulation since monday and has been trying to increase stimulation to get better symptom control. Patient further stated that the mdt rep told them the ins battery had 19% left as of january, which the pt mentioned has led to the discussion of whether just the ins needs to be replaced or the ins and lead. Patient also reported that they had 2 falls since she has had the ins. Patient further reported that she has never had the symptom control she's looking for since the ins was and explained that when her ins was implanted, she was getting "about 50% help" from it, and it has never given her more than that. And added that she had also been taking 2 pills a day ("bivertric" and "proviac"), which combined with the ins gave her about 75% help implanted. No further complications were reported or anticipated.